Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of probe was not cutting during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A surgeon reported that the probe did not cut during a procedure with vacuum/aspiration working. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a plastic bag, for the report of was not cutting during surgery. The returned sample was visually inspected and found to e non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut and was found to be non-conforming for all three functional tests. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. Wear marks were also observed at multiple locations along the inner cutter. The sample was tested with a syringe and no resistance was felt. The sample was retested for actuation and aspiration with the probe driver and was able to actuate and aspirate. The initial actuation and aspiration tests failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to actuate and aspirate. The complaint evaluation confirms that the probe had a cut failure, and also indicated that the probe had an actuation failure. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration failure. The cause of the aspiration failure is the cutter remaining in the port of the needle due to the actuation failure, causing aspiration flow through the probe to become obstructed. The root cause for the actuation and cut failures, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed cut and actuation failures were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).